Manufacturer narrative:
E.1. Customer email: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower user was unable to see the patient. The customer reported that the user was unable to assign medications, that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient list was not listed on the station. A technical support service dialed in via remote support service, found two visit identifications (ID) for under same patient and orders were sent to new ID to resolve the issue. The system functioned as intended after the technical support service investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower user was unable to see the patient. The customer reported that the user was unable to assign medications, that caused a delay in patient care. There were no adverse events or injuries reported based on this event.